Manufacturer narrative:
UDI: (B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device was worn-out motor and flex circuit causing the device would not to respond when plugged into the console device. The device also failed pretest for safety. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear over time as the motor and flex were wearing out over time causing the device to not respond. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the motor device was worn-out motor and flex circuit causing the device would not to respond when plugged into the console device. The device also failed pretest for safety. It was noted on the service order that the device was not responding when plugged into console. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.